Event description:
The patient fell a few weeks ago and lost therapeutic benefit. The patient did not feel any sensation with palpating the pocket or the extension/lead connection. Impedances were checked and found to be >2000 ohms on some of he unipolar pairs. Reprogramming was done; the patient still had no therapeutic benefit. A surgical revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 3004209178200804873.